Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst tool that after firing the first implant of the truespan 24 degree peek and retrieving needle out of the meniscus, surgeon penetrated to fire the second backstop, but there was no click on the pulling trigger. The second implant was already in the joint and not still in the gun. The grasper and cutter was used to remove the implant, and another implant was opened to successfully complete the procedure. There was a surgical delay of 5 minutes. There were no fragments generated during the procedure and no patient consequence was reported. It is unknown if any medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) was required or whether the patient was part of a clinical study.